Event description:
It was reported by the sales rep in switzerland that during an arthroscopy surgical procedure on (B)(6) 2024 while using the 4580 fms duo+ pump/shaver device, while malleting the advance self punch anchor into the bone (very hard bone), the main anchor body broke along the anchor length, the main anchor body could be removed while the anchor tip made from peek could not be removed. The surgery was successfully completed using another anchor which was placed with some distance. The main anchor body was removed and a new anchor used, there was a five minute delay in the procedure reported. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown over its foil pouch. The anchor is in used condition. The anchor was found cracked in the middle and deformed on the distal tip due to the malleting action. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would contribute to the complained device issue. Based on the investigation findings, the potential cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; a pilot hole was not created. As per IFU; in hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. Note: if insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.